Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08192. It was reported fluoroscopy noted one lead had migrated out of the epidural space prior to an ipg replacement procedure (for normal end of life). The patient indicated she had effective stimulation prior to ipg depletion. Surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the lead. The physician observed the top two electrodes were missing from the lead. X-rays were taken and showed the missing contacts were still in the patient. Prior x-rays were reviewed and it was determined the contacts had broken off prior to the procedure.